Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. When and how the sion blue contributed to hematoma formation could not be identified; however, possible involvement of the sion blue could not be completely denied. Instructions for use (IFU) states: warnings- observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, -[malfunction and adverse effects] vessel dissection.

Event description:
It was reported that the procedure was to treat an in-stent restenosis (75-90% occlusion, stent originally embedded in (B)(6) 2014) in the rca#3 to #4pd. A sion blue guide wire was advanced with a caravel microcatheter in an attempt to cross the lesion but failed. The xt-r guide wire was replaced and reached the peripheral 4pd. A scoring balloon was inflated at the 4pd. The sion blue was delivered to the 4av to perform poba. Kissing balloon technique with scoring balloon and balloon was performed in both 4pd and 4av. After drug coated balloon was inflated in the 4av, balloon dilatation in the proximal #3 was performed with a scoring balloon. Then ivus showed a hematoma-like image at the ostium of #1 through the proximal #3. Xt-r in the 4pd was used to deliver a stent to reestablish the blood flow and to compress the hematoma in the #1 through #3. After stent deployment it was noted that the sion blue was stuck between the stent and the vessel wall. A corsair pro catheter was advanced distal to the stuck sion blue to successfully pull out the guide wire from the anatomy. Final angiograph showed good stent expansion and reestablished blood flow at the end of the procedure. The patient was discharged as previously planned without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.